Manufacturer narrative:
Common name = adaptor, stopcock, manifold, fitting, cardiopulmonary bypass; product code = dtl. (B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that prior to use/ patient contact, after the physician connected the high pressure braided connecting tube (hpct) to the injector, contrast leaked from the tube hub. Another hpct tube was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed the presence of a leakage, which was detected where the tube connects to the male hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.